Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number k011028, k013227 h3 other text : implant remains implanted.

Event description:
It was reported that implant at tooth site #3 was received medical intervention due to swelling. Patient healed but then had swelling. Placed on amoxicillin and patient had no problems. Symptoms as a result of the event: abscess, inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsv6h10, (impl tapered scr-v ha 6mm 5.7mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and was attached to a crown. Apparent bone / tissue was seen attached to the implant's external threads. No apparent damage / malfunction was identified with the implant, that would have contributed to the reported event. Outer measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1229870. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1229870 for similar events and two (2) other complaints were identified (cmp-59000-2024, cmp-59002-2024). Review completed utilizing keywords: ¿medical other¿ . The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.